Event description:
It was reported that during unknown surgery, there was a uncomfortable feeling when the battery was inserted, and the device could not be fired on the first firing. The device was opened by manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #c9e72x. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/4. The partially fired is consistent with an incomplete or interrupted cycle. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged. The bailout system was reset and then, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number c9e72x, and no non-conformances were identified.